Manufacturer narrative:
Damaged introducer tube. Eval summary: the analysis results found that the tip of the introducer tube was received torn and missing. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. However, a corrective action has been initiated to address the found condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a breast biopsy procedure, while performing the tissue marker placement, the dr noticed that the transparent tip of the marker was missing, probably inside the breast. It was not reported how the procedure was completed.